Event description:
A malfunction on a pump was reported by the caller, who mentioned that no notable events occurred before the malfunction, and a malfunction code labeled "malf 12" was displayed. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.